Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for date received by manufacturer as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the customer's adc device when compared to a healthcare professional meter. Customer received an unspecified reading and experienced "severe dizziness." Customer was unable to self-treat and had contact with a healthcare professional. A reading of 50 mg/dl was obtained at the hospital and the customer was provided glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the customer's adc device when compared to a healthcare professional meter. Customer received an unspecified reading and experienced "severe dizziness." Customer was unable to self-treat and had contact with a healthcare professional. A reading of 50 mg/dl was obtained at the hospital and the customer was provided glucose for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor.